Manufacturer narrative:
The customer found that the rinse block bracket was loose. The customer reattached the loose bracket, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported leak near the rinse block of the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.